Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), seizure ("seizures"), autoimmune disorder ("autoimmune disorder type of disorder; unspecified") and crohn's disease ("crohn's disease") in a 34-year-old female patient who had essure (batch no. 936682,936683) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hysterectomy. Concurrent conditions included underweight, cholelithiasis and paratubal cyst. Concomitant products included ondansetron (zofran) for nausea and vomiting. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), abnormal weight gain ("extreme weight gain"), dyspareunia ("painful intercourse"), allergy to metals ("allergic or hypersensitivity reaction type: allergic reaction to the nickel in the device"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have infection sexual intercourse)"), rash ("rashes or skin conditions type; unspecified"), skin disorder ("rashes or skin conditions type;"), headache ("headaches"), bladder disorder ("bladder problems or changes; unspecified"), urinary tract disorder ("urinary problems or changes; unspecified"), migraine ("migraines"), nausea ("nausea"), gastrooesophageal reflux disease ("acid reflux"), visual impairment ("vision/eye problems type: unspecified"), arthralgia ("ankle pain") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes: unspecified"). On (B)(6) 2012, the patient experienced abdominal pain ("severe upper and lower abdominal pain and cramping/ abdominal pain"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have lipoma ("tumor / teratoma / cancer type: extra fatty tumor right knee"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), tinnitus ("ringing in ear"), infection ("infection (other)"), mental disorder ("psychological or psychiatric problems condition"), tooth disorder ("dental problems"), pelvic pain ("pelvic pain"), alopecia ("hair loss"), amnesia ("memory loss"), abdominal pain upper ("epigastric pain"), feeling abnormal ("mind fog"), thermal burn ("ankles-burns") and sexual dysfunction ("sex"). The patient was treated with surgery (hysterectomy (partial)/bilateral salpingectomy removal essure coils on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the tinnitus, arthralgia and alopecia had resolved. At the time of the report, the fallopian tube perforation, seizure, autoimmune disorder, crohn's disease, abdominal pain, menorrhagia, vaginal discharge, dysmenorrhoea, abnormal weight gain, allergy to metals, fatigue, hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, infection, mental disorder, rash, skin disorder, bladder disorder, urinary tract disorder, lipoma, nausea, tooth disorder, gastrooesophageal reflux disease, visual impairment, pelvic pain, abdominal pain upper and feeling abnormal outcome was unknown, the dyspareunia, headache, migraine, back pain, amnesia, thermal burn and sexual dysfunction had resolved and the female sexual dysfunction was resolving. The reporter considered abdominal pain, abdominal pain upper, abnormal weight gain, allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, back pain, bladder disorder, crohn's disease, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, headache, hormone level abnormal, infection, lipoma, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, seizure, sexual dysfunction, skin disorder, thermal burn, tinnitus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.8 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, nausea, pelvic pain, menorrhagia, arthralgia, weight gain." Lot number: 936682, manufacture date: 2012-01, expiration date: 2015-01. Lot number: 936683, manufacture date: 2012-01, expiration date: 2015-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), seizure ("seizures"), autoimmune disorder ("autoimmune disorder type of disorder; unspecified") and crohn's disease ("crohn's disease") in a 34-year-old female patient who had essure (batch no. 936682 , 936683) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hysterectomy. Concurrent conditions included underweight, cholelithiasis and paratubal cyst. Concomitant products included ondansetron (zofran) for nausea and vomiting. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), abnormal weight gain ("extreme weight gain"), dyspareunia ("painful intercourse"), allergy to metals ("allergic or hypersensitivity reaction type: allergic reaction to the nickel in the device"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), autoimmune disorder (seriousness criterion medically significant), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have infection sexual intercourse)"), rash ("rashes or skin conditions type; unspecified"), skin disorder ("rashes or skin conditions type;"), headache ("headaches"), bladder disorder ("bladder problems or changes; unspecified"), urinary tract disorder ("urinary problems or changes; unspecified"), migraine ("migraines"), nausea ("nausea"), gastrooesophageal reflux disease ("acid reflux"), visual impairment ("vision/eye problems type: unspecified"), crohn's disease (seriousness criterion medically significant), arthralgia ("ankle pain") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes: unspecified"). On (B)(6) 2012, the patient experienced abdominal pain ("severe upper and lower abdominal pain and cramping/ abdominal pain"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have lipoma ("tumor / teratoma / cancer type: extra fatty tumor right knee"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), tinnitus ("ringing in ear"), infection ("infection (other)"), mental disorder ("psychological or psychiatric problems condition"), tooth disorder ("dental problems"), pelvic pain ("pelvic pain"), alopecia ("hair loss"), amnesia ("memory loss"), abdominal pain upper ("epigastric pain"), feeling abnormal ("mind fog"), thermal burn ("ankles-burns") and sexual dysfunction ("sex"). The patient was treated with surgery (hysterectomy (partial)/bilateral salpingectomy removal essure coils on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the tinnitus, arthralgia and alopecia had resolved. At the time of the report, the fallopian tube perforation, seizure, abdominal pain, menorrhagia, vaginal discharge, dysmenorrhoea, abnormal weight gain, allergy to metals, fatigue, hormone level abnormal, vaginal haemorrhage, autoimmune disorder, cystitis, urinary tract infection, vaginal infection, infection, mental disorder, rash, skin disorder, bladder disorder, urinary tract disorder, lipoma, nausea, tooth disorder, gastrooesophageal reflux disease, visual impairment, crohn's disease, pelvic pain, abdominal pain upper and feeling abnormal outcome was unknown, the dyspareunia, headache, migraine, back pain, amnesia, thermal burn and sexual dysfunction had resolved and the female sexual dysfunction was resolving. The reporter considered abdominal pain, abdominal pain upper, abnormal weight gain, allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, back pain, bladder disorder, crohn's disease, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, headache, hormone level abnormal, infection, lipoma, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, seizure, sexual dysfunction, skin disorder, thermal burn, tinnitus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.8 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, nausea, pelvic pain, menorrhagia, arthralgia, weight gain." Most recent follow-up information incorporated above includes: on 6-mar-2019: pfs received. Lot no. Added. Event outcome were updated: back, ankles, dyspareunia, migraine, headache were updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), autoimmune disorder ("autoimmune disorder type of disorder; unspecified"), crohn's disease ("crohn's disease") and seizure ("seizures") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included hysterectomy. Concurrent conditions included underweight, cholelithiasis and paratubal cyst. Concomitant products included ondansetron (zofran) for nausea and vomiting. In may 2012, the patient had essure inserted. In may 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), abnormal weight gain ("extreme weight gain"), allergy to metals ("allergic or hypersensitivity reaction type: allergic reaction to the nickel in the device"), hormone level abnormal ("hormonal changes: unspecified"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), rash ("rashes or skin conditions type; unspecified"), skin disorder ("rashes or skin conditions type;"), headache ("headaches"), bladder disorder ("bladder problems or changes; unspecified"), urinary tract disorder ("urinary problems or changes; unspecified"), migraine ("migraines"), nausea ("nausea"), gastrooesophageal reflux disease ("acid reflux"), visual impairment ("vision/eye problems type: unspecified"), crohn's disease (seriousness criterion medically significant) and back pain ("back pain"). On (B)(6) 2012, the patient experienced abdominal pain ("severe upper and lower abdominal pain and cramping"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), tinnitus ("ringing in ear"), autoimmune disorder (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have infection sexual intercourse)"), infection ("infection (other)"), mental disorder ("psychological or psychiatric problems condition"), lipoma ("tumor / teratoma / cancer type: extra fatty tumor right knee"), tooth disorder ("dental problems"), arthralgia ("ankle pain"), pelvic pain ("pelvic pain"), alopecia ("hair loss"), amnesia ("memory loss"), abdominal pain upper ("epigastric pain"), seizure (seriousness criterion medically significant), feeling abnormal ("mind fog") and thermal burn ("ankles-burns"). The patient was treated with surgery (hysterectomy (partial)/bilateral salpingectomy removal essure coils on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the tinnitus, arthralgia and alopecia had resolved. At the time of the report, the fallopian tube perforation, abdominal pain, menorrhagia, vaginal discharge, dysmenorrhoea, abnormal weight gain, allergy to metals, fatigue, hormone level abnormal, vaginal haemorrhage, autoimmune disorder, cystitis, urinary tract infection, vaginal infection, infection, mental disorder, rash, skin disorder, headache, bladder disorder, urinary tract disorder, lipoma, migraine, nausea, tooth disorder, gastrooesophageal reflux disease, visual impairment, crohn's disease, pelvic pain, back pain, abdominal pain upper, seizure and feeling abnormal outcome was unknown, the dyspareunia, female sexual dysfunction and amnesia was resolving and the thermal burn had resolved. The reporter considered abdominal pain, abdominal pain upper, abnormal weight gain, allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, back pain, bladder disorder, crohn's disease, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, headache, hormone level abnormal, infection, lipoma, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, seizure, skin disorder, thermal burn, tinnitus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.8 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, nausea, pelvic pain, menorrhagia, arthralgia, weight gain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information,this case concerns 34 year old patient. Her demographic was added. Her concurrent and historical condition was added. Essure indication was amended. Her concomitant medication was added. Following events: hormonal changes: unspecified, abnormal bleeding (vaginal), autoimmune disorder type of disorder; unspecified, bladder infection, urinary tract infection, vaginal infection, apareunia (inability to have infection sexual intercourse), infection (other), psychological or psychiatric problems condition, rashes or skin conditions type; unspecified, headaches, bladder problems or changes; unspecified, tumor / teratoma / cancer type: extra fatty tumor right knee, migraines, nausea, dental problems, acid reflux, vision/eye problems type: unspecified, crohn's disease, ankle pain, pelvic pain, back pain, hair loss, memory loss,ankle burns, she did not undergo essure confirmation test, epigastric pain, seizures and mind fog were added. Outcome added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), seizure ("seizures"), autoimmune disorder ("autoimmune disorder type of disorder; unspecified") and crohn's disease ("crohn's disease") in a 34-year-old female patient who had essure (batch no. 936682,936683) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hysterectomy. Concurrent conditions included underweight, cholelithiasis and paratubal cyst. Concomitant products included ondansetron (zofran) for nausea and vomiting. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), abnormal weight gain ("extreme weight gain"), dyspareunia ("painful intercourse"), allergy to metals ("allergic or hypersensitivity reaction type: allergic reaction to the nickel in the device"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have infection sexual intercourse)"), rash ("rashes or skin conditions type; rash breakout on face and ankles"), skin disorder ("rashes or skin conditions type;"), headache ("headaches"), bladder disorder ("bladder problems or changes; unspecified"), urinary tract disorder ("urinary problems or changes; unspecified"), migraine ("migraines"), nausea ("nausea"), gastrooesophageal reflux disease ("acid reflux"), visual impairment ("vision/eye problems type: unspecified"), arthralgia ("ankle pain"), back pain ("back pain") and anaesthesia ("anesthesia of skin") and was found to have hormone level abnormal ("hormonal changes: unspecified"). On (B)(6) 2012, the patient experienced abdominal pain ("severe upper and lower abdominal pain and cramping/ abdominal pain"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have lipoma ("tumor / teratoma / cancer type: extra fatty tumor right knee"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), tinnitus ("ringing in ear"), infection ("infection (other)"), mental disorder ("psychological or psychiatric problems condition"), tooth disorder ("dental problems"), pelvic pain ("pelvic pain"), alopecia ("hair loss"), amnesia ("memory loss"), abdominal pain upper ("epigastric pain"), feeling abnormal ("mind fog"), thermal burn ("ankles-burns") and sexual dysfunction ("sex"). The patient was treated with surgery (hysterectomy (partial)/bilateral salpingectomy removal essure coils on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the tinnitus, arthralgia and alopecia had resolved. At the time of the report, the fallopian tube perforation, seizure, autoimmune disorder, crohn's disease, abdominal pain, menorrhagia, vaginal discharge, dysmenorrhoea, abnormal weight gain, allergy to metals, fatigue, hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, infection, mental disorder, rash, skin disorder, bladder disorder, urinary tract disorder, lipoma, nausea, tooth disorder, gastrooesophageal reflux disease, visual impairment, pelvic pain, abdominal pain upper, feeling abnormal and anaesthesia outcome was unknown, the dyspareunia, headache, migraine, back pain, amnesia, thermal burn and sexual dysfunction had resolved and the female sexual dysfunction was resolving. The reporter considered abdominal pain, abdominal pain upper, abnormal weight gain, allergy to metals, alopecia, amnesia, anaesthesia, arthralgia, autoimmune disorder, back pain, bladder disorder, crohn's disease, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, headache, hormone level abnormal, infection, lipoma, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, seizure, sexual dysfunction, skin disorder, thermal burn, tinnitus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.8 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, nausea, pelvic pain, menorrhagia, arthralgia, weight gain." Lot number:936682, manufacture date: 2012-01, expiration date: 2015-01. Lot number:936683, manufacture date: 2012-01, expiration date: 2015-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Added event anesthesia of skin. Rash specified for rash breakout on face and ankles. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), seizure ("seizures"), autoimmune disorder ("autoimmune disorder type of disorder; unspecified") and crohn's disease ("crohn's disease") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hysterectomy. Concurrent conditions included underweight, cholelithiasis and paratubal cyst. Concomitant products included ondansetron (zofran) for nausea and vomiting. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), abnormal weight gain ("extreme weight gain"), dyspareunia ("painful intercourse"), allergy to metals ("allergic or hypersensitivity reaction type: allergic reaction to the nickel in the device"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have infection sexual intercourse)"), rash ("rashes or skin conditions type; unspecified"), skin disorder ("rashes or skin conditions type;"), headache ("headaches"), bladder disorder ("bladder problems or changes; unspecified"), urinary tract disorder ("urinary problems or changes; unspecified"), migraine ("migraines"), nausea ("nausea"), gastrooesophageal reflux disease ("acid reflux"), visual impairment ("vision/eye problems type: unspecified"), crohn's disease (seriousness criterion medically significant) and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes: unspecified"). On (B)(6) 2012, the patient experienced abdominal pain ("severe upper and lower abdominal pain and cramping/ abdominal pain"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient was found to have lipoma ("tumor / teratoma / cancer type: extra fatty tumor right knee"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), tinnitus ("ringing in ear"), autoimmune disorder (seriousness criterion medically significant), infection ("infection (other)"), mental disorder ("psychological or psychiatric problems condition"), tooth disorder ("dental problems"), arthralgia ("ankle pain"), pelvic pain ("pelvic pain"), alopecia ("hair loss"), amnesia ("memory loss"), abdominal pain upper ("epigastric pain"), feeling abnormal ("mind fog"), thermal burn ("ankles-burns") and sexual dysfunction ("sex"). The patient was treated with surgery (hysterectomy (partial)/bilateral salpingectomy removal essure coils on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the tinnitus, arthralgia and alopecia had resolved. At the time of the report, the fallopian tube perforation, seizure, abdominal pain, menorrhagia, vaginal discharge, dysmenorrhoea, abnormal weight gain, allergy to metals, fatigue, hormone level abnormal, vaginal haemorrhage, autoimmune disorder, cystitis, urinary tract infection, vaginal infection, infection, mental disorder, rash, skin disorder, headache, bladder disorder, urinary tract disorder, lipoma, migraine, nausea, tooth disorder, gastrooesophageal reflux disease, visual impairment, crohn's disease, pelvic pain, back pain, abdominal pain upper and feeling abnormal outcome was unknown, the dyspareunia and female sexual dysfunction was resolving and the amnesia, thermal burn and sexual dysfunction had resolved. The reporter considered abdominal pain, abdominal pain upper, abnormal weight gain, allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, back pain, bladder disorder, crohn's disease, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, headache, hormone level abnormal, infection, lipoma, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, seizure, sexual dysfunction, skin disorder, thermal burn, tinnitus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.8 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, nausea, pelvic pain, menorrhagia, arthralgia, weight gain." Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs received : reporter's information was updated. Event "sex" was updated. Outcome of the event amnesia was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe upper and lower abdominal pain and cramping"), menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abnormal weight gain ("extreme weight gain"), dyspareunia ("painful intercourse") and allergy to metals ("allergic reaction to the nickel in the device"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, abdominal pain, menorrhagia, vaginal discharge, alopecia, abnormal weight gain, dyspareunia and allergy to metals outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia and vaginal discharge to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.